Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, , it was confirmed that when moving the cable, image abnormality occurs. From this, it is likely that partial disconnection is occurring. Therefore, the video function not functioning normally is likely due to partial disconnection of the cable leading to the following indicated phenomena "the image disappear temporarily", "the image flickers", and "pitch-dark image" appearing as a result. Per the legal manufacturer, the other device defect included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported to olympus on behalf of the customer that the image disappears temporarily due to flickering on the hd autoclavable camera head during maintenance. It was also stated that sometimes the image was clear in between the flickering. There was no procedure involved and no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation the black screen displayed and while shaking the cable flickering occurs. Additional findings were corrosion on the coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.